Event description:
Customer's nurse reported that customer was hospitalized because her blood glucose was running high. Customer's blood glucose was not provided. Customer mentioned experiencing abdominal pain and high blood glucose. Customer was unable to speak. The nurse stated that customer was being uncooperative. Several attempts were made to contact customer and customer's relatives but were not successful. No other information could be obtained. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.